Event description:
It was reported that a patient underwent a pelvic floor repair procedure to treat an anterior vaginal vault prolapse, a rectocele and a cystocele on (B)(6) 2009. The patient experienced pain, erosion of her internal bodily tissue, bowel obstruction and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Lawyer-filed report (B)(6). The patient underwent mesh implantation in order to treat a rectocele, a cystocele, and vaginal vault prolapse. It was reported that following insertion the patient experienced pain, extrusion, urinary/bowel problems, organ perforation, recurrence, bleeding and dyspareunia. (B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent mesh removal, anterior/posterior repair, and cystoscopy with indigo carmine on (B)(6) 2013 due to pain, frequency of urination, dyspareunia, levator myalgia, and foreign body in the vagina. No additional information has been provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion patient experienced urge incontinence and urinary tract infection.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh revision on (B)(6) 2012 due to mesh erosion.